Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was deployed into the aorta but it didn't shunt the blood flow. The seal would not hold the blood down as the blood kept on squirting out of the aortotomy. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.